Event description:
The customer reported that the device has a ECG error message. No info was available in regards to pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.